Manufacturer narrative:
Device evaluation summary: review of the download data indicates that the battery pack was removed from the device at 6:13:58am on (B)(6) 2016 which aligns with the reported troubleshooting steps. The battery pack was re-inserted approximately 3 minutes later at 6:16:23am. A manual recording was then initiated at 6:17:00am which showed the patient in a bradycardia rhythm. An asystole event was then recorded at 6:32:43am, which is considered a non-treatable rhythm. The device was then shutdown at 6:57:25am and not powered on for the remainder of (B)(6) 2016. The time of the patient's death is unknown. Further review of the patient's ECG is still underway in attempt to determine the patient's rhythm prior to the call. In regards to the reported service code 204, the download data indicates that there were multiple occurrences of and prompts for belt communication faults and service codes during the week leading up to the event. Neither the patient or the patient's spouse contacted support services during the week prior to the event to report the issue. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. In addition, the monitor and belt were mated together to verify a proper connection was able to be established. No issues were noted. Based on the available information, there is no indication of a device malfunction involved in the event. The root cause of the belt communication faults cannot be positively identified. Incomplete mating of the belt to the monitor cannot be ruled out as a potential contributing factor. Device manufacture date: monitor: 12/12/2014, belt: 12/12/2012.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away. The patient's physician reported that the patient experienced vf as he died on (B)(6) 2016 at the hospital. A zoll representative indicated that the patient was wearing the lifevest at the time of death and the patient's spouse indicated that the lifevest did not alarm. Prior to the patient's death on the same day, the patient's wife contacted support services from their home at 6:09am to report that the device was producing a 'bong alarm', indicating 'device should not be used. Call zoll for assistance', and producing service code 204. Support services offered troubleshooting steps which included removing the battery pack to re-seat the belt connector. The patient's wife then indicated that neither she nor the patient could remove the belt connector from the monitor. The patient's wife further stated that the patient was laying on the floor of their home having a hard time breathing. Support services immediately had the patient's wife re-insert the battery pack and the gong alarm/service code messages did not recur. The patient's wife then contacted the ambulance. Once the battery pack was re-inserted, the lifevest device automatic ECG recording indicated that the patient experienced an asystole event at 6:32:43am. During the period of time when the device was prompting the user to call for assistance and displaying the service code 204, no automatic ECG recording was possible.